Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report the customer had not yet taken any action to address the bg. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.